Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that the patient noted they heard tones from the implantable cardioverter defibrillator (ICD) and contacted boston scientific technical services (ts). Boston scientific technical services (ts) referred the patient to their physician after reviewing the remote home monitoring data and finding that the explant indicator had been reached. Approximately one month later the ICD was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported. At that time there were no allegations from the field regarding the function of the device. During analysis testing a performance issue was identified.